Manufacturer narrative:
An event regarding pain involving an unknown liner was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided and the device was not returned . Further information such as product ID, product evaluation, pre- and post-operative x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. The following devices were also listed in this report: omnifit m/s psl shell 54mm; 2017-0054 ; lot# unknown. C-taper cocr head 28mm/+5; 6001-2805; 21916502. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
It was reported that patient's right hip was revised due to pain and swelling.